Event description:
It was reported when using the bd vacutainer® edta 2k, four (4) tubes had black foreign substance in the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
(B)(6) . H.6. Investigation summary: bd received four (4) samples and two (2) photos for investigation. Visual examination of the samples and photos was performed and revealed embedded foreign matter (fm) in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.